Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system would not activate. The cord was switched out, but the device still would not activate. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The user has 1.5 years of experience. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is received. (B)(4).